Event description:
It was reported that customer experienced cartridge alarm 20 and had cartridge alarms occur with consecutive cartridges on pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed the pump was in warranty, arranged shipment of replacement pump.